Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3986, serial # (B)(4), implanted: (B)(6) 1995, product type lead; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1995, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned on all by itself. The patient had the ins implanted in 2009 and never had it on since their migraines had been manageable. When the patient went to pick something up they felt a shocking/jolting through their hands and all over except their head area. There were no falls or trauma noted associated with the issue. The patient used a magnet over the ins device and no longer felt the shocking/jolting sensation. The programmer the patient had (since 1995) did not work to turn the ins off. The patient indicated that they were to receive a new programmer but never did. The indication for use for the patient's device was noted as cervical/neck. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.